Event description:
This spontaneous case was received on (B)(6) 2013 from a (B)(6) female patient in the form of medical records. The patient had medical history of graves disease (hashimoto's), breast cancer, left breast lumpectomy, and chronic oral hsv, multiple sclerosis, retinal detachment, sinusitis, arthritis, optic neuritis, pneumonia, bronchitis, urinary tract infection, fibromyalgia, sciatica and shingles, temporomandibular joint dysfunction, graves disease, thyroiditis, headache, cataract, chest pain, atypical abdominal pain, trauma, lumbar stenosis, lumbar radiculitis and lumbar spondylolisthesis. Past surgical history: - include neck fusion in 1991. Detached retina in 2001. Lumpectomy x 2 for breast cancer in 2011, appendectomy in 1988, tonsillectomy, rhinoplasty. Family history: mother, congestive heart failure, age (B)(6). Father died at age of (B)(6) of lung cancer. One living child, (B)(6) years. On (B)(6) 2008, the patient had sculptra (poly l-lactic acid) across nasolabial fold for an unknown indication. On (B)(6) 2011, the patient visited physician for oral herpetic ulcers, dry non productive cough, recurrent low grade fevers and chills for a few years. On (B)(6) 2011, the patient visited to physician for chest pain and atypical abdominal pain. ECG and endoscopy gastrointestinal performed. According to patient oral herpetic ulcers, dry non productive cough, recurrent low grade fevers were possibly related to sculptra. Treatment provided included anti reflux diet, omeprazole. In (B)(6) 2012 the patient had granulomatous reaction and foreign body reaction after sculptra and biopsy showed extracted of foreign substance reaction. The patient had exacerbation of autoimmune disorder with foreign body reaction occurring on her face occurs at the site of injection. Patient had multiple sclerosis and she stated that she started with injection on 2009, caused immunological firestorm which result in multiple medical issues. On (B)(6) 2013, the patient experienced fever feels like burning up and sick, it was reported that fever not co-relation with oral hsv and patient also experienced pain, neurologic fatigue, frequent ear ache and sore throat. Treatment provided included anti reflux diet, omeprazole. Follow-information received (B)(6) 2013: patient has a medical history of depression and sacroilitis. On an unknown date the patient started botox therapy for the treatment of blepharospasm. The patient presented for consult on (B)(6) 2012 and chief complaint was fevers experienced since 2009. Patient also had diaphoresis. Consult evaluation was "no evidence for active ID." The patient presented for consult on (B)(6) 2013 for the complaint of pain in face. The outcome of the event was unknown. No information about medical evaluation or causality assessment was provided. No further information was provided. Follow-information in the form of medical records was received on (B)(6) 2013: patients medical history and lab data was updated, new event diaphoresis was added. Follow up information received on (B)(6) 2013: medical and surgical history added, events and treatment added. Narrative amended accordingly. Follow up information received on (B)(6) 2013: event pain was changed to pain in face. Narrative amended accordingly. Follow up information received on (B)(6) 2013 and (B)(6) 2013 and are processed together. Patient medical history and concomitant medication added. Lab test added. Narrative amended accordingly.

Manufacturer narrative:
Sanofi-avenitis company comment dated (B)(4) 2013: based on the information received, the role of sculptra cannot be denied for the event of exacerbation of autoimmune disorder, however patient's medical history is the confounding factor in this case. Sanofi-avenitis company comment dated june 14 2013: based on the information received, the role of sculptra cannot be denied for the events of exacerbation of autoimmune disorder and granulomatous reaction, however patient's medical history is the confounding factor in this case. Follow up information was received by sanofi-avenitis on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-avenitis on july 2 2013. (B)(6) 2013. The events fever, ear ache, sore throat, foreign body reaction, neurologic fatigue and was assessed as a non serious, unexpected and possibly related to use of medicinal product. The events, pain was assessed as a non serious, expected and possibly related to use of medicinal product. Granulomatous reaction, infection and exacerbation of autoimmune disorder assessed as serious, unexpected and possibly related. (B)(6) 2013. No change to medical assessments. (B)(6) 2013. New event added: diaphoresis which is assessed as serious and possibly related. (B)(6) 2013. New event added: oral herpetic ulcers, chills, dry non productive cough assessed as non serious and possibly related. No change to the previous medical assessments and events. (B)(6) 2013. Updated information: event pain was changed to pain in face. No change to the previous medical assessments and events. (B)(6) 2013. No change in the assessment. No new events reported.